Event description:
Caller reported pump's quick bolus/wake button was difficult to press and required multiple attempts to turn on the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed caller on how to properly press the button and assisted in removing the pump from its case. Following these steps, the pump's display turned on successfully, and the caller acknowledged that the button was functioning as intended.